Manufacturer narrative:
A medrad service engineer performed a system checkout of the injector and no problems were found. Additional applications training was offered to the site, but was declined. A medrad clinician specialist provided support by phone in terms of recommended IV placement, catheter size, and the variables that affect pressure during an injection.

Event description:
An outpatient was scheduled for a CT scan to rule out a pulmonary embolism. The hospital reported that an extravasation of approx 87 mls of isovue 370 contrast occurred in the patient's wrist during the CT scan. The IV was a 20g that was placed by an emergency room nurse prior to the patient arriving to CT. The patient underwent a fasciotomy. The site does not have any additional information on the patient's current condition.